Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation did not duplicate the user's experience of image loss. The ultrasound and video images were both found to be working appropriately during the evaluation. The video cable and ultrasound cable were both manipulated while the device was being tested, but there was no image difficulties observed. There was minor damage noted on the device such as dents discoloration on the distal end, probe unit, insertion tube and light guide tube. There was one broken element observed in the ultrasound image. The control knobs were noted to have play and were loose. The device was serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during an unspecified procedure, after the patient had been sedated, the users experienced a complete loss of ultrasound image. The procedure was stopped and was rescheduled as the facility reportedly did not have another similar device to complete the procedure. There was no patient injury reported, and no additional information was provided.